Event description:
The system was returned with no device allegations.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); 2014 (B)(6); product type lead. (B)(4). Analysis found the ins, s/n (B)(4), had reached end of service (eos) due to three over-discharges. Analysis of the lead, lot # v148127008, found the conductor had broken at the titan anchor site.